Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: "urology". Detailed description of event: hospital: [name]. Subject of complaint: "could not cut a tissue". Report from the sales rep: "it could not cut a tissue in the beginning of the procedure. The case was completed with the new one." Initial investigation report: "the event unit was returned to us and visually inspected. From the appearance, we couldn't confirm any abnormalities or differences in the scissors. The unit will be returned to amr for further evaluation. Admin # c20456201." Per the component list, the original packaging and scissors are expected to return. Patient status: no patient injury. Type of intervention: "the case was completed with the new one."

Event description:
Name of procedure being performed: urology. Detailed description of event: hospital: [name], subject of complaint: "could not cut a tissue" report from the sales rep: "it could not cut a tissue in the beginning of the procedure. The case was completed with the new one." Initial investigation report: "the event unit was returned to us and visually inspected. From the appearance, we couldn't confirm any abnormalities or differences in the scissors. The unit will be returned to amr for further evaluation. Admin # c20456201." Per the component list, the original packaging and scissors are expected to return. Patient status: no patient injury. Type of intervention: "the case was completed with the new one."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, and testing was performed on the event unit. However, the complainant's experience of the scissors not cutting could not be replicated or confirmed as the event unit was able to cut thin polyether polyurethane material and actuated smoothly before and after being used to cut. Applied medical has reviewed the details surrounding the event. At this time, applied medical is unable to determine the root cause or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.